Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation codes: 86-100 no product was returned for evaluation. Device history records are intact, conforming and indicate manufacture to specification.

Event description:
It is reported that the device was implanted for a subtrochanteric fracture in 2005. Nine mos later, x-rays revealed that the device had fractured. The device remains implanted and revision surgery is not planned at this time.